Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor (cgm) failed to pair with the ilet, displaying an incompatible sensor message after the user had connected the sensor to the libre phone application, which prevents pairing with another device. No reported symptoms or adverse physiological effects and a reported glucose of 140 mg/dl entered via bg mode. Outcomes included continued ilet use in bg run mode with manual blood glucose entries until a replacement sensor could be obtained. Investigation included device use review, user education on single-device cgm pairing limitations, and guidance on bg run mode operation. Investigation of this case revealed that the sensor was already paired to the manufacturer¿s phone app, which blocked pairing to the ilet as designed. It was concluded that the device functioned as intended, and the event was attributable to use of the cgm with another device, with no injury or need for medical intervention.